Event description:
Customer reported the orbital brake isn't working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and tightened the brake handles. System operates as intended.